Manufacturer narrative:
The tandem t:flex pump user guide states to not use any other insulin with your pump other than u-100 humalog® or novolog®. Only huma­log® and novolog® have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load a cartridge. Reportedly, the cartridge was filled with 160 units of insulin. Subsequently, u-500 insulin was being used to fill the cartridge. The customer loaded a new cartridge successfully and resumed insulin delivery. The customer's blood glucose level ranged from 125-150 (mg/dl).